Event description:
According to the reporter: during a laparoscopic sleeve resection the surgeon was not able to rotate the idrive. Additionally, the safety button did not work from the left hand side. The surgeon used another stapler to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. No visual abnormalities were noted. The eeprom was uploaded and indicated 20 autoclave cycles for the adapter. Pmv representative sulu was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The reload was able to be articulated fully, fired, returned back to neutral position, and then removed from the adapter. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.